Event description:
Reporter alleged, the patient received a discrepant blood glucose result of 135 mg/dl on the ambulance advantage system at 3:15 pm. Reporter indicated that the patient was experiencing symptoms they assumed to be because of a stroke instead of hypoglycemia when they saw the reading. Reporter stated they treated the patient with a saline IV after obtaining the 135 mg/dl result. Reporter stated a result of 28 mg/dl was obtained on the hospital system at 3:25 pm and the patient was treated with 1 amp of d50. No other actions were reported taken or treatment received. A request was made for the return of the affected product.